Event description:
Customer reported the background was failing for the white blood cell (wbc) parameter and incomplete test results (non-numeric) were obtained for the hemoglobin parameter during the startup and background checks when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported for this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed white precipitate buildup in the white blood cell (wbc) bath and replaced the wbc bath.